Event description:
It was reported to depuy acromed that an explant surgery was required to remove a broken screw six months post-operatively. According to the complainant, a pseudarthrosis was present at the time of the explant surgery. The part and lot numbers are not known at this time. The implant has not been returned for evaluation. No further action can be taken at this time.